Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left forearm artery. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon burst upon third inflation at 20 atmospheres for 10 seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left forearm artery. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon burst upon third inflation at 20 atmospheres for 10 seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of gladiator. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was kinked at approximately 180mm proximal of the proximal balloon sleeve. This type of damage is consistent with excessive force being applied to the device.